Manufacturer narrative:
Decision tree reassessed as complaint is no longer reportable. The investigation has been completed; the product was returned to the chu for evaluation. Visual inspection confirmed that the threads weren't torn but were deformed. Deformed threads are not considered a reportable malfunction. Additional, the investigation concluded that the device was concomitant as it did not cause or contribute to the reported event. Root cause is not necessary as there were no product failures detected. The damage is anticipated to occur during use. MDR decision tree will be revised to reflect investigation. A supplemental medwatch report will be submitted for this correction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implant was found broken after surgery. O-th1 instrumentation using mountaineer was performed on a patient with cervical myelopathy on (B)(6) 2014. At first, the screw was found broken six months ago but the patient has been followed up without revision. Then the reported rod was also found broken this time. The patient has a symptom to shake his head unconsciously due to athetoid-type cerebral palsy, which might have added load to the rod according to the surgeon. The revision is scheduled for (B)(6) 2015.